Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported jaw locking from aligner wear. Patient provided letter of recommendation from their dentist for patient to cease aligner treatment. The aligners have caused significant discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.